Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the outer packaging of the lead was found opened. On the inner white packaging, an unknown speck was noted. The implanting physician chose to use the lead, and discard the inner packaging without touching the speck of material. In addition, the physician implanted an absorbable antibacterial envelope for additional protection to the patient. The lead remains in use. No patient complications have been reported as a result of this event.